Event description:
It was reported that after the leak in the plumbing was repaired and operating the jet motors, it kept tripping the gfi breaker. When the tub was leaking water before, it got into the control box wiring causing it to short out and trip the gfi breaker.